Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a lateral perineal repair procedure on (B)(6) 2016 and continuous suture was used in the perineal skin layer. Following the procedure, the suture was totally absorbed within a week after surgery and wound dehiscence was observed on the sixth-seventh day post-op. It was also reported that the wound opening looks like it goes below the skin. The patient is still in the hospital for further observation.

Manufacturer narrative:
It was reported that the patient underwent lateral episiotomy on an unknown date and continuous suture was used in the perineal skin layer. On (B)(6) 2016, on the sixth or seventh day follow-up, the patient experienced incision dehiscence and suture absorption in advance. It was also reported that the wound opening looks like it goes below the skin. The patient is still in the hospital for further observation. Additional information was requested and the following was obtained: patient: (B)(6) years old. Event date: (B)(6) 2016. Lot: ae3833.